Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - n.I date implanted - ni. Manufacture date ¿ ni.

Event description:
Patient underwent a revision of a hip hemi-arthroplasty due to periprosthetic femoral fracture after a fall. The stem and head were replaced and a cup and liner were implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.